Manufacturer narrative:
E1- initial reported phone number: (B)(6). The date of event is estimated.

Event description:
It was reported that the patient experienced uncomfortable stimulation. Imaging revealed a possible crack at the extension connection site. As a result, surgical intervention may be undertaken to address the issue.

Event description:
Additional information indicates surgical intervention was undertaken wherein the extensions were explanted and replaced.